Event description:
The customer reported that the unit displayed a shock equip malfunction inop message, and the unit's rfu indicator displayed a red x.

Manufacturer narrative:
The available info is most consistent with a therapy pca malfunction in which the pads/paddles relay circuit failed. A co repair tech evaluated and repaired the unit. He replaced the therapy pca as a precaution and verified that the unit was fully functional by successfully running it through all production tests. After passing all needed testing, the unit was returned to the customer.